Event description:
Ge logic e10 ultrasound unit probe port not recognizing the probe once connected. One of the ultrasond probe ports stop working and could not be use as it was not recognizing the ultrasound probe when it is connected to the main unit. This issues has ocurred on three diferent ultrasound logic e10 systems and the problem has been caused by the same crx electronics board. Ge is aware and has quoted us the new crx board to fix the unit on two ocassions, with the third one being under warranty repair. All units are a little over two years old. Manufacturer response for diagnostic ultrasound unit, ge logic e10 (per site reporter). Ge has been aware of the three failures. All units crx board failed, and ge quoted us the indicated part to fix the unit. All this has happened on the last 12 months with the latest failed unit awaiting to be repaired.